Manufacturer narrative:
The unit has power but does not sound when in use with sensor pad and magnet. The unit was tested per internal engineering document and found to have a faulty speaker. The visual findings revealed signs of dropping and bumping that may have contributed to the faulty speaker. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the magnet is removed from faceplate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
The unit has power but does not sound when in use with sensor pad and magnet. The date the issue was discovered is unknown and no patient incident or injury was reported.